Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb) and 1st/2nd atrioventricular block (av) block. The length of the membranous septum was less than 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, left bundle branch block (lbbb) was observed; the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). A temporary pacemaker was placed for monitoring; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to have discharged. The implanter classified this event as being related to the performance of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.